Event description:
It was reported that during a ptca procedure of a totally occluded rca, multiple wire exchanges were done before the lesion was crossed. The maverick crossed the lesion and was inflated 18 times to a maximum pressure of 12 atm's (rbp=12 atm's). On the 9th inflation, the guide wire was exchanged, ivus was performed, and the balloon was inflated again. During removal the distal shaft separated from the catheter and was retrieved with a snare. Pt status is listed as "okay".